Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient¿s pump replacement (see manufacturer report 3007566237-2014-00019) a reduction in therapy was noticed. The patient has experienced intermittent floppiness and increased spasticity. The patient¿s spasticity would increase then decrease. A dye test and x-rays were done to assert a catheter problem but the test was negative. It was reported that there was no alleged product issue. It was unknown if the issue was resolved or what caused the issue. At the time of the event the patient¿s status was reported as alive, no injury. The patient was waiting admission for a catheter revision. This device system delivered baclofen. Additional information was requested.